Manufacturer narrative:
Load wheel casting on head section.

Event description:
It was reported by service report that the head section load wheel casting is broken. No pt involvement or adverse consequences are reported.